Manufacturer narrative:
The actual device involved in this case was discarded after use and not saved for return analysis. A lhr review of 3 lots (500-001 / #c10g12h, c10f30d, c10f22a) delivered to the hospital just prior to this procedure date were reviewed with no nonconformances or material issues noted.

Event description:
The purpose of this procedure was the removal of ICD lead under recall and a device upgrade to a bi-v ICD. The ventricular lead was completely removed successfully. While passing a wire through the 12f sls to maintain access, a change in movement of the heart boarder was observed. Pressures remained stable and a tee was ordered to further evaluate the pt. An effusion was observed and the interventional cardiologist was paged to perform a pericardiocentesis. The md arrived within 3 minutes of the first signs of an issue. The pericardiocentesis drain was inadvertently placed in the left atrium. This was confirmed via contrast under fluoroscopy. The CT surgeon who arrived within 5 minutes of the first observed issues made the decision to take the pt to the hybrid lab for medical sternotomy. The only damage observed by the CT surgeon was where pericardiocentesis drain was inserted into the left atrium. It was assumed that any damage caused during the extraction, sealed off without surgical intervention. The pt recovered from the procedure with no reported post-operative complications.